Manufacturer narrative:
The unknown screw and unknown biomet implant were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The reported product was located on unknown tooth site and used for an unknown period of time prior to fracture. The customer has returned one x-ray (x-ray 1). This image shows the unknown fractured screw's bottom portion caught in the unknown implant's drive feature. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (biomet screws). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown / not provided. Device not returned.

Event description:
It was reported that the screw fractured. It remains implanted.